Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a central line-associated bloodstream infection (clabsi) after receiving an infusion with an unknown access 1.2 micron filter extension set. It was reported a rectangular clear piece of plastic covered the tubing on one side of the filter and the cover came off the filter on several occasions (no further details). It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.